Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced some unspecified issues while watching television. Subsequently, the patient was hospitalized for the last 8 days, due to raised high blood glucose levels because of bent cannula. Further, the patient was still hospitalized at the time of this report dated 14-sep-2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.